Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support regarding insulin leaking from the cartridge. The patient had performed multiple supply changes, but the issue persisted, and no supplies had been reused since the problem began. Blood glucose levels were affected. The patient was advised to perform one final supply change and to call back if issues continued. The patient later reported that blood glucose was coming down, with readings around 330 mg/dl, though their glucometer indicated levels exceeding 500 mg/dl earlier. The patient reported feeling better and did not request replacement supplies. It was confirmed that the patient had been attaching supplies in the incorrect order, placing the cartridge on the connector before inserting it into the device. The patient understood the correct procedure going forward. Blood glucose had been out of range for approximately 11 hours and was corrected by performing a supply change. The device alerted for high blood glucose, and the patient experienced symptoms including headache, fatigue, and dry mouth. No outside assistance or medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.